Event description:
The package of atw marker wire was opened and the unit was removed. When the physician pre-shaped the tip of the wire, prior to insertion, the coiled portion became stretched into a wavy shape. Nevertheless, the physician tried to insert the wire into a guiding catheter, but the wire could not be inserted. Therefore, a different wire was used without problem and the procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
During an attempt to re-shape the distal tip of an atw marker wire, "the coiled portion became stretched into a wavy shape". The physician did attempt to use the wire, but was unable to insert it due to the damage. No patient injury occurred. No anomalies had been noted prior to the attempt to re-shape it. The product was not returned for evaluation; it was discarded at the facility. A review of the manufacturing records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The complaint could not be confirmed without a product return. After review of the available information, it appears that device handling may have contributed to the event. No actions will be taken at this time.